Manufacturer narrative:
The device was manufactured between january 22, 2019 - january 24, 2019. The device was received for evaluation. A visual inspection was performed which revealed a scratch line on the outer surface of the device housing. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was damage prior to patient use. The damage was further described as scratched marks in the housing. There was no patient involvement. N additional information is available.